Event description:
As reported: "the nail was implanted on (B)(6) 2025. The nail was broken or partially broken at the screw hole position at the top of the condyle and it seemed to be nonunion. Revision surgery was performed on (B)(6) 2025."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the nail was implanted on (B)(6) 2025. The nail was broken or partially broken at the screw hole position at the top of the condyle and it seemed to be nonunion. Revision surgery was performed on (B)(6) 2025." Update (B)(6) 2025 "the plate was broken. Nail was wrong.".

Manufacturer narrative:
Please note correction to d1 (product long description), d2a (product code), d2b (common device name), d4 (catalog), and g1 (manufacturing site). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.